Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that a pericardial effusion (pe) occurred. It was reported that there was a complication with the transseptal access at the beginning of the procedure. A versacross access solution was used, and the wire did not cross the septum properly. The physician repositioned and went across a second time. The patient's blood pressure dropped and tachycardia was noted on the signals. Intracardiac echocardiography (ice) imaging with soundstar showed a 'substantial' pericardial effusion. The heparin was turned off and protamine was administered. A pericardiocentesis was performed and blood given back to the patient. No ablation had been performed up to this point and the case was aborted. The patient was currently stable. In the physician opinion, the issue was the first transseptal access attempt where the wire may have gone 'intraseptal'. The device is not expected to be returned for analysis. Medwatch: mw5176258.